Event description:
The olympus wm-np2 mobile workstation is intended for use in medical facilities under the direction of a trained physician and has been designed to be used with a rage of olympus equipment to facilitate gi endoscopy, endoscopic ultrasound, respiratory and surgical endoscopic procedures. At the end of an endoscopic submucosal dissection of the stomach, after the separation was completed and the bleeding had stopped, the wm-np2 which is the subject of this report, lost power resulting in the loss of endoscopic image. The pt was moved to another room and the procedure was completed with another workstation. There is no report of injury to pt and this report is submitted in an abundance of caution.

Manufacturer narrative:
An olympus field service engineer attended the (B)(4) medical center to carry out an initial investigation into the event. The engineer found that the problem originated from the main plug of the workstation not being fully inserted into the power socket which is located in the ceiling. It was not necessary to reset the control at the rear of the transformer. The engineer fully inserted the main plug into the power pocket in the ceiling and the power supply to the workstation was re-instated. There was no report of injury to the pt and this report is submitted in an abundance of caution. Device eval: the device is not being returned for eval as there is no malfunction of the device.